Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with vancomycin (dose, route and frequency not reported) for the event. The patient was discharged two days after hospitalization. At the time of this report, the patient was reported to be recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for potentially associated lot numbers gd896597 and gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).